Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose levels of 421 mg/dl and 315 mg/dl. The customer stated that they did not treat the blood glucose levels because their insulin pump was giving him an estimated delivery amount. Troubleshooting occured. No additional information was provided.